Event description:
A discordant positive immulite 2500 stat troponin assay result was obtained on a duplicate pt test result. The customer initially performs duplicate testing for all troponin testing. The discordant positive troponin result was not released and a negative troponin result was reported based upon repeat testing. There was no known report of pt treatment being altered or adverse health consequences due to the discordant positive stat troponin assay test results.

Manufacturer narrative:
Analysis of the system data indicate that there are no known system causes which may have contributed to the initial discordant positive immulite 2500 troponin test result. It is suspect that sample handling and fibrin may be a contributing factor. The instrument is performing within specifications.